Event description:
During testing by zoll's technical svc dept, the device did not give the appropriate "pacer leads off" message. The complainant indicated that there was no pt involvement in the reported failure.